Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had increased upstream occlusion alarms with vancomycin and calcium containers which are more rigid. This occurred during patient therapy at the 15 d unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.